Manufacturer narrative:
The ge rep conducted an onsite investigation. A fuse was replaced on the system. The system was tested and operates as intended.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.